Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient had a stroke and had several falls where the patient landed on their back and required hospitalization. The caller reported that the patient was hospitalized for 2 days and had 16 staples put in their head. The patient was reportedly getting good therapy and only getting once per night to go to the bathroom. The caller further reported that the patient was encountering poor communication. Caller also mentioned pain "trips" but actually reported falls. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.